Event description:
The customer reported that the paramedics came out due to her low blood glucose, and they suggested considering using a cgm. The customer stated that she used the insulin pump, but no longer does, and felt better. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.